Event description:
Healthcare professional reported "swelling and pain", "ty formation under areola, mamillar complex, painless mass, palpable formation in the area of mammary gland", "capsular contracture baker grade ii-iii" and "fibrocystic mastopathic changes are palpable". The patient was hospitalized. This record is for the right side. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.